Manufacturer narrative:
Batch review performed on 24 october 2022 lot 181335: (B)(4) items manufactured and released on 18-june-2018. Expiration date: 2023-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional components involved in the event: moto partial knee 02.18.001lm anatomical femoral component cemented s1 lm (k162084) lot. 170766: (B)(4) items manufactured and released on 09-may-2017. Expiration date: 2022-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Moto partial knee 02.18.tf2.lm tibial tray fix cemented s2 lm lot. 187643: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2019. On (B)(6) 2020, the patient came in reporting tightness of the knee. The surgeon revised the 10mm poly with an 8mm poly and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in for a post-op appointment and the surgeon observed that the patient was very valgus and the knee was very lax. The surgeon revised all components and the surgery was completed successfully.